Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2021, mentor received additional information indicating that during on (B)(6) 2020 revision surgery, the patient was also diagnosed with left breast hardness and breast pain. The patient only underwent left breast capsulectomy, explantation and replacement. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent primary breast augmentation with two 425cc mentor memorygel breast implants, suffered bilateral capsular contractures, post-procedure. On (B)(6) 2020, it was found that the patient was experiencing bilateral capsular contractures and on (B)(6) 2020, the left side, via physical examination, was identified to be baker grade IV. Baker grade on the right side was not provided. On (B)(6) 2020 it was reported that the patient was scheduled for implant explanation surgery and replacement with an unspecified mentor gel implant on (B)(6) 2020. However, there was no information provided suggesting explantation on the right side. This medwatch form is for the right breast prosthesis.